Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation 2/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 6634395 was reviewed on 3/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 3/8/2018 mentor became aware that the same incident was submitted to FDA twice (manufacturer¿s reference numbers (B)(4), manufacturer report numbers 1645337-2018-00607 and 1645337-2018-00761, respectively). Since both complaint files already contain a submission to FDA, both files will be maintained, and any additional information received on one will be reported under both, as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/11/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 700cc saline breast prosthesis that deflated after implantation. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the posterior aspect, and a rent at junction valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 700cc saline breast prosthesis, cat. #3501697, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 700cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 9/17/2019, mentor became aware that this report and manufacturer's report number 1645337-2018-00607 are duplicated. Any additional event information received will be submitted under this report number. Manufacturer's reference number: (B)(4).